Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for 3 days. The patient reports having bleeding, purulent discharge, inflammation and a burning feeling at the pod infusion site (arm). In addition the patient reports having a fever. In addition the patient reports their blood glucose level had rose to over 250 mg/dl. The patient reports they had removed the pod prior to seeking treatment. The patient went to their doctor. The patients pod infusion site was bandaged and the patient was prescribed bactrim to be taken for 7 days as well as a blood thinner. The patient was at the doctors office for 20 minutes. The patient had gone to urgent care over a month later and was prescribed a second round of sulfur antibiotics to be taken for 10 days. The patient had gone back to their doctor 6 days after urgent care. The patients infusion site was lanced and the patient was prescribed clindamycin to be taken for 10 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.